Event description:
(B)(4) (our importer) received a call on (B)(6) 2015 reporting that he performed a blood glucose test on himself with the prodigy meter with a result of 363mg/dl. This being the reading patient medicated with metformin to lower his blood glucose level. 5 minutes later he tested with the prodigy meter again with a result of 74mg/dl. With that reading patient began to eat to increase his blood glucose level to avoid going to the hospital. Patient was experiencing symptoms of clammy skin and headache. Patient's normal blood glucose levels are 117mg/dl in the afternoon and 187mg/dl in the morning. Various information in different sections of this report are missing due to patient refusing to give anymore information.